Event description:
It was reported that during a vats procedure with a da vinci bilateral salpingo oophorectomy procedure, on the second firing the device was on lung tissue with a gray cartridge. The device locked out and no staples or a cut line were delivered. The reverse buttons and manual override were used to try to open the device. The knife would not return and the device was resected from the tissue. Another device was used to complete the procedure. There was no patient consequence.

Manufacturer narrative:
(B)(4). Additional information: the analysis found that one pse45a device was returned in good visual condition and with one ecr45m cartridge loaded on the device. The reload was received fully fired. The device was tested for functionality in the straight position with a test cartridge reload and achieved its complete firing sequence without any difficulties. The staple line and cut line were complete and the staples were noted to have the proper b-form shape. The event could not be confirmed as no malformed staples were noted during functional testing. Once the device completed the firing sequence the knife returned home automatically as intended. The knife reverse button force worked properly during testing. The override feature worked as intended. Event could not be confirmed as the device closed and opened without any difficulties noted. The batch record was reviewed and no anomalies were noted during the manufacturing process.

Manufacturer narrative:
(B)(4).